Event description:
A (B)(6) female pt contacted zoll customer support to report that her batteries would not hold a charge. The pt was issued a replacement battery charger and battery packs.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (battery fault/charger fault) has been confirmed. Upon eval, the battery charger connector was corroded. The root cause of the corrosion cannot be positively identified but is likely a result of liquid ingress. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been conformed. Upon eval, the battery would not hold a charge nor power up a monitor. The bottom on the battery was burnt by the connector. The root cause for the burnt battery and inability to function was liquid contamination which shorted out the battery. The electrical short caused the battery case to burn. No adverse event resulted from the corroded battery charger connector or battery pack. The pt received a replacement battery charger and battery pack. Device manufacture date: battery charger sn (B)(4): 05/2008. Battery pack sn (B)(4): 02/2008.